Manufacturer narrative:
Quality investigation revealed corrosion damage to the press plug, bearing, motor and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for eval because, it was overheating during a jaw surgery. No adverse consequence was reported, the procedure was completed with another device.